Event description:
During the performance of cabgx2, the myocardial protection system-mps-failed and was unable to be restarted. An emergency manual pump was installed to maintain cardioplegia, however there was a 7 min interruption in myocardial protection.